Event description:
The customer reported being hospitalized due to high blood glucose of 942mg/dl. The customer was experiencing high blood glucose for couple of days. Troubleshooting was performed. The customer stated that she had a heart attack and ended up in the hospital. The customer's recent glucose reading was more than 200mg/dl. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.